Event description:
It appears an aus device was previously implanted, date and surgical details not indicated. The entire device was removed from the patient and replaced, reason not indicated. Ams has requested additional information.